Manufacturer narrative:
PMA/510k continued: import for export. (B)(4).

Event description:
Pentax medical was made aware of a complaint on 02-dec-2020 stating "during pre-inspection light bulb was replaced and sparks coming out when unit is turned on and lamp does no to come on" involving pentax medical video processor, model epk-i5010, serial number (B)(4). No other information was provided at the time of the report. The customer owned video processor was returned to pentax medical for evaluation on 14-dec-2020. The processor was inspected by pentax medical service technician under service order (B)(4) and the technician documented the following inspection findings on 15-dec-2020: lamp incorrectly installed, limit switch actuator plate(2) bent, connecter mounting plate bent, ball plunger damaged, air socket tube leaking, electrical connector with wiring intermittent connection, scope connector handle loose. The device underwent repairs including the following components: ball plunger, connector cam ring, scope connector assy, cable to limit sw. Multiple good faith effort attempts were made to the customer to gather additional information for the event on 07-dec-2020, 10-dec-2020, and 15-dec-2020, and the customer responded only confirming that the failure occurred during pre-inspection checks and it was removed from service and called in to pentax medical at that time. The video processor was delivered to the customer on (B)(6) 2020 under delivery order (B)(4).

Manufacturer narrative:
Evaluation summary: I replaced the part, but I could not identify the cause. The lamp may have deteriorated or malfunctioned. Since the lamp did not light up, the ignition device was activated several times, and it is believed that the spark flew with the sound. Correction information: g4: premarket identification PMA/510(k); g6: follow up #1; h2: type of follow up; h6: coding changed based on the investigation result. Additional information; h4: device manufacture date.